Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that an extraction took place due to a refracture. During the procedure the tip of the extractor broke. What looks like a very small piece of debris is visible on the x-ray.

Event description:
It was reported that an extraction took place due to a refracture. During the procedure the tip of the extractor broke. What looks like a very small piece of debris is visible on the x-ray.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was returned for evaluation. Please also note the correction to h6 method code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection has shown that the tip of the extractor is broken off, no fragment was returned for investigation. The lateral view of the fracture shows that the fracture face is oblique, which is an indication for lateral stress when the breakage occurred. The microscopic inspection shows that the fracture face has the typical view of ductile overload fracture, where first a permanent material distortion occurs with a subsequent fracture. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The breakage shows typical signs of an overload fracture cased by high torsional and lateral loads. If more information is provided, the case will be reassessed.